Manufacturer narrative:
Concomitant medical products: product ID dtba1d1 ICD, implanted: (B)(6) 2014, product ID 407645 lead, implanted: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The device was reprogrammed and remains in use. It was noted there was atrial under sensing due to programming. Patient appears to be in chronic atrial fibrillation (af). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.